Event description:
The customer reported to leica microsystems of decreasing tissue processing quality on a peloris tissue processor.

Manufacturer narrative:
Leica microsystems' investigation did not identify any instrument fault that would have contributed to the sub-optimal tissue processing reported. The instrument logs show that the operator reset the reagent station in the software without changing the reagent which resulted in water being introduced into the solvents and caused poor tissue processing. Although, the tissue biopsies were successfully diagnosed and no re-biopsy was required, due to a prior submission of a reportable incident on the peloris rapid tissue processor on (B)(6) 2009 (MDR no. 8020030-2009-00004: malfunction which led to a serious injury) this incident is reportable. This incident falls under the FDA presumption that this type of malfunction is likely to cause or contribute to a death or serious injury if the malfunction were to recur.